Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03398. It was reported the patient was experiencing unintended stomach stimulation after experiencing a fall (reference MFR. Report: 1627487-2015-03396 for ipg issues). It was also reported the patient believes there is swelling at the lead site(s). As of (B)(6) 2015, the patient is no longer receiving stimulation at all. Surgical intervention will be taken at a later date to address the issue.